Manufacturer narrative:
A sample was not returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot #5089404. Without a sample, an absolute root cause for this incident cannot be determined.

Event description:
It was reported that bd vacutainer® brand sst ii tubes containing silica and gel 8.5ml had a cracked stopper cap. No injury or medical intervention.